Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10c05035, h10g26065), with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient's "drain bag came back cloudy". On (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized that same day. The cause of the peritonitis and cloudy drain bag were unknown. Treatment information was not provided. Dianeal therapy was ongoing. The nurse anticipated that the patient would be discharged on (B)(6) 2010. The patient was recovering. Per the nurse, the event of peritonitis was not related to dianeal pd2 ambuflex therapy.